Event description:
It was reported that the device shifted and did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 4 months post procedure the patient came in for a follow up CT scan. The imaging showed that the closure device had shifted which resulted in a peri-device leak. The physician made the decision to bring the patient in for a leak closure surgery. A non-boston scientific closure device was implanted to successfully close the leak. There were no patient complications that occurred as a result of the leak or the additional surgery. The patient has been discharged from the hospital and the plan is to have another follow up CT scan in 1-3 months to reassess and ensure there is still no leak present.